Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that they had a recoverable fault on arm 3. The customer had restarted the system, but the fault returned. The customer was continuing with the case and would do hard restart between cases. The logs confirmed error 32100 on arm 3. At this time, it is unknown if the customer was able to continue the procedure with all 4 arms or if the customer had to disable the arm to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details could be provided and obtained the following: the customer did not have information regarding this incident.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the inner proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive the suj to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. System log confirmed error 32100 indicating voltage faults, pointing to the vertical brake. Error 32099 was also confirmed further indicating vertical brake voltage faults. Fa installed proximal onto golden system where errors 32099 and 32100 were replicated. Fa tested suj on patient side cart fixture test platform (pftp) where it failed vertical brake tests. Aba tested axes controller setup (acu) board with inconclusive results. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings, fa concluded that the vertical brake, vertical rolling loop, and acu board were consistent with the reported problem and could be the potential root causes for this issue.

Manufacturer narrative:
The probable root cause is attributed to a defective set up joint (suj) caused by current/electrical issues of the vertical break, vertical rolling loop and the axes controller setup (acu) board.